Event description:
It was reported that during a da vinci-assisted surgical procedure using the x/xi system that the surgeon was unable to open and close the jaws using the master tool manipulator (mtm). The left mtm was controlling universal surgical manipulators (usm1) and usm2. The customer rebooted the system, with no change. The surgeon converted the procedure to laparoscopic. There were no reports of additional ports having to be added, and no known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that master tool manipulator left (mtml) was unresponsive and replaced it. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was returned for failure analysis, and the reported problem was confirmed and replicated. In system logs, the resistance was found pointing to the grip lever magnet on the mtm, confirming the fault occurred in the field. Upon visual inspection, the grip level magnet was found missing which would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where it failed grip calibration. The complaint was confirmed based on field evaluation and failure analysis. The probable root cause is attributed to the grip lever magnet on the mtm.